Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to the patient suffering from an infection. The patient is continued to be monitored and under evaluation for a new system to be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed and it DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to the patient suffering an infection. The patient is continued to be monitored and under evaluation for a new system to be implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.